Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse replaced the buffer valve, mixture pinch valve, mixer bar, reference electrode, peristaltic pump and ise (ion-selective electrode) syringe case which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of high ise (ion selective electrode) patient results on the au480 clinical chemistry analyzer. The erroneous results were not reported out of the laboratory. There was no report of change to patient treatment or injury associated with this event. The customer did not provide data.